Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon noticed the instrument slippage. The surgeon experienced a power outage during a (single port) sp procedure when the team was not able to turn the system back on and had to wait for the backup generator to come on. This issue occurred about once per procedure when one of the instruments would be positioned on top of the endoscope, then accidentally slip off and lurch towards anatomy. The procedure outcome was unknown, and it was unknown if any fragments fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that one of the tips would get caught up on top of the camera and would slip off without the surgeon knowing, lunge or little bit jerk in certain direction. This issue could potentially be dangerous for patient, although there has been no patient harm yet. The isi representative stated that the surgeon reported these issues occurs and deals with it, and no patient harm has occurred yet. The isi representative did not inquire about specific dates or procedure information regarding when these issues occurred. When the system had power outage, it was not confirmed if the backup battery on the system worked.

Manufacturer narrative:
Based on the claim against the product by the customer noting the customer lost power to the single port (sp) and instruments would accidentally slip off and lurch towards the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding issue with sp power outage and ongoing issue with instrument accidentally slip off and lurch towards anatomy was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.